Event description:
A report of no flow of solution associated with use of an infusion pump was received. According to hospital risk manager, an unknown amount of magnesium sulfate was added to a 1000 ml solution bag. Infusion rate is unknown. Risk manager reported that after some time had passed, it was noted that the solution bag remained full and that no grops were forming in the drip chamber, however, the risk manager stated the volume infused setting of the pump read 600 mls. Risk manager reported that the ordered medication was started on another device and this device was taken out of service at the time the incident was noted. It was additionally reported that at the time of the incident, the user of the device had noted that the tubing appeared "narled" and that the ;usere had attempted to "straighten" the t;ubing in order to use it in the device. According to the risk manager, there was no patient injury associated with this report.